Manufacturer narrative:
Citation: kara k, et al. Outcomes after transcatheter aortic valve replacement in older patients. Herz. 2021 sep;46(suppl 2):222-227. Doi: 10.1007/s00059-020-04986-0. Epub 2020 oct 7. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of age and direct implantation without a pre-implant balloon aortic valvuloplasty on patient outcomes after transcatheter aortic valve replacement (tavr). All data was collected from a single center. Of the 394 patients included in the study population (predominantly female; mean age 82.6 years; mean weight 75.7 kg), 44 underwent tavr with a medtronic evolut r or evolut pro transcatheter valve. No unique device identifier numbers were provided. The authors stated the follow-up period was one year, with examinations performed at 30 days and one year after discharge. Among all evolut r and evolut pro patients, the 30 day and one-year all-cause mortality rates were 6.8% and 9.1%, respectively. The circumstances of the deaths were not disclosed, and no statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all patients included in the study population, post-procedural adverse events included: stroke (disabling or non-disabling), unspecified vascular complications (major or minor), and paravalvular leak (mild to moderate). Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.